Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional finding of blood in/on helix mechanism.

Event description:
It was reported that during the initial implant, the right ventricular lead was attempted, but not used because it was too short for the patient. The lead was removed and replaced with a longer version of the lead. No patient complications were reported as a result of this event.